Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge via external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and isolated to foreign substance contaminants on the paddle grounding spring on the right-side paddle connector. The paddle grounding spring was replaced and the paddle cleaned to resolve the report. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.